Event description:
The user facility reported that a 53-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced a purge leak. The yellow luer became cracked while changing the purge cassette. The purge fluid is sodium bicarbonate. No further information was provided. There were no reports of harm to the patient.

Manufacturer narrative:
The investigation into the reported purge leak was completed. The device was not returned for evaluation. Based on the available information, the root cause of the reported event was most likely due to sidearm yellow luer damage. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.